Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had radiation and a power on reset (por) occurred with their implantable pulse generator (ipg). It was also noted that the thresholds on the right ventricular (rv) lead had increased and were above the normal limit. Reprogramming was performed and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.